Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lv (left ventricular) lead had dislodged into the mid coronary sinus during the implant procedure. The lead was removed and replaced. It was later reported that the new lv lead dislodged into the mid coronary sinus post operation. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.